Event description:
A home pt's family member contacted baxter's technical service center for a check supply line message that appeared on the display of the homechoice machine during the pt's automated peritoneal dialysis therapy. Reportedly, the home pt's family member received the check supply line alarm after the pt had bit the line of the homechoice set. The family member questioned the sterility of the setup and decided to change the cassette, however they continued with the same bags. Later in the therapy session the home pt's family member exchanged the heater bag without using a new cassette. Baxter's technical service center assisted the home pt's family member in ending therapy early. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt's family member.